Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m p.h.i.s.i.o. Adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that blood was seen leaking from the apex oxygenator during a procedure. There was no report of pt injury. It was also reported that the facility notified the local competent authority. This medwatch is being filed as a result of this action. The hospital elected to retain the involved device and it is therefore not available for eval. Without the ability to evaluate the involved device, the root cause cannot be confirmed. However, based on the outcome of a CAPA investigation which was initiated in response to similar complaints, sorin group (B)(4) has concluded that the issue was mostly caused by damage to one or more fibers within the fiber bundle. The CAPA investigation identified multiple root causes for the damage and corrective actions have been implemented to prevent future occurrences. The unit involved in this complaint was manufactured prior to the implementation of the corrective actions. No further actions are deemed necessary at this time.

Event description:
Sorin group (B)(4) received a report that blood was seen leaking from the apex oxygenator during a procedure. There was no report of pt injury.